Event description:
It was reported that noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.